Event description:
It was reported that the laser was smoking. The auto volt select board burned out. There was no patient involvement.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced by a field service engineer (fse). The fse confirmed a damaged voltage select board (vsb) and replaced it. The laser passed full functional and electrical safety testing. A DHR review for this console was completed. Records show the laser console was last serviced on (B)(6) 2021. The laser console was fully functional with no issues from that time until the reported event. Based on the information available, the most probable cause that contributed to the reported smoking was likely due to an electrical fault in the vsb as replacing the vsb resolved the issue.

Event description:
It was reported that the laser was smoking. The auto volt select board burned out. There was no patient involvement.